Event description:
PICC silicone catheter broke beneath hub under taping on premature infant. Line was placed on (B)(6) and incident noted on (B)(6). Infant was positioned on abdomen and nurse found tconnector with broken top of catheter laying next to infant. Doctor notified immediately. Remaining part of catheter was removed from patient without incident. Catheter measured and accounted for. IV placed on patient.

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.